Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the mesh was damaged. It was pushed in at one end. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 11, 2017, it was reported that the mesh has been damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on april 10, 2017 revealed that the device had a bent comb so the pretest calibration and sample graft could not be performed. The shoulder bolt, washers, and nuts need to be replaced. The handle was found to have no lubrication and the bottom gear and roller need replaced. The inside surfaces of the side plates were worn and the carrier guide was found to have sharp edges. The 1.5:1 ratio cutter, serial number (B)(4) was found to not pass the test criteria. The skin graft mesher was not repaired as requested by the customer and is to be sent back unrepaired. Skin graft mesher, serial number (B)(4), was inspected and tested. The reported event was non-verifiable since during initial inspection it was revealed that the device had a bent comb so the pretest calibration and sample graft could not be performed. However, it was also noted 1.5:1 ratio cutter, serial number (B)(4) was found to not pass the test criteria. The root cause that the mesh has been damaged and the shoulder bolt, washers, nuts, bottom gear, roller, side plates, were damaged cannot be specifically determined with the provided information. The skin graft mesher was not repaired as requested by the customer and is to be sent back unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was tested and returned to the customer.

Event description:
Inspection showed that device had a bent comb.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The complaint is being reported by zimmer biomet as (B)(4).

Event description:
It was reported that during surgery the mesh was damaged. Further clarification stated that the mesher was damaged and pushed in at one end. Also, additional information received on from the customer indicated that the blade was not inserted by the nursing staff. Therefore, it was assumed to be placed incorrectly. There was no patient involvement.